Event description:
Pt had a knee replacement implanted in 3/91. It was represented to her by the dr that the knee device should last about 15 yrs. The knee device failed in that there was a disengagement of the metallic clip which holds the plastic liner to the metallic tree of the tibial component. Although she had a double pacemaker in 12/92, subsequent to the first total knee replacement, pt had no choice but to undergo surgery for the removal of the clip and for a replacement with a new clip.